Manufacturer narrative:
This product is neither marketed nor distributed in the us; none was shipped/commercially used in the us. In vivo tests were performed by oticon medical representative on (B)(6) 2022 and despite different antennas, magnets and sound processor, no connection with the cochlear implant neuro zti cla, serial number (B)(4) was possible. UDI: (B)(4).

Event description:
In vivo tests were performed by oticon medical representative on (B)(6) 2022 and despite different antennas, magnets and sound processor, no connection with the cochlear implant neuro zti cla, serial number (B)(4) was possible.